Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred. Blood glucose was over 500 mg/dl and was treated via bolus using the pump. Although requested, no additional information was provided.